Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was transferred to another device to finish procedure. It was reported that the c arm was stuck and cannot move. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfile and confirmed the propeller position error. Fse performed the propeller potentiometer calibration. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the c-arm movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.